Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed premature battery depletion on the patient¿s insertable cardiac monitor (icm). No intervention was performed, and the icm would continue to be monitored. The patient¿s condition remained stable.